Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, ¿after activating the clamp to realize the proximal section of the left colon,clamp cut the rectum without stapling. Using another clamp. The intervention was extended by minimum 30-45 minutes. Once recovered the stump, the section was performed using a competitor's device and the anastomosis via a circular stapler. No immediate effect for the patient, except the elongation of the intervention. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # l5396d. Expiration date: 5/20/2019. Manufacture date: 6/20/2014. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.